Manufacturer narrative:
No device sample will be returned for investigation. No lot# was provided. Complaint cannot be confirmed since the sample was not available for investigation. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint description: it was reported the pt had redness, inflammation and suppuration 1 to 2 weeks at incision site after skin closure.